Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with two 350 cc mentor smooth round moderate plus profile saline breast implants experience unexplained systemic symptoms postoperatively, including bii, pain, and inflammation. The pathology report indicated that the patient has mild inflammation on the left implant. The patient reported that these issues were slowly progressed within the last eight years. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. The patient reported that the symptoms subsided after the removal. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on february 2, 2022 reported the bii patients symptoms as follow: brain fog, slow healing, persistent bacterial, viral infection, yeast infection, candida infection, and uti infection, sore joint, pain and burning sensation around the implants, anxiety, depression. Frequent urination, skin rashes, vertigo, hair loss insomnia, dry eyes. Manufacturer¿s reference number: (B)(4).